Event description:
It was reported that on (B)(6) 2015, the patient was admitted for increased popping and drainage in joint. On (B)(6) 2015, the patient underwent a closed reduction under anesthesia. On (B)(6) 2015, the patient underwent a closed reduction under anesthesia. On (B)(6) 2015, the patient underwent a hip aspiration. On (B)(6) 2015, the patient underwent a revision surgery to remove the construct due to an infected unstable left hip.

Manufacturer narrative:
Additional information: the associated complaint devices were not returned. A clinical analysis indicates that based on the information provided, unable to rule out the patient¿s extensive medical/surgical history, persistent periprosthetic joint infection, significant high-risk comorbidities, frequency of admissions, the reported iliopsoas tenotomy and posterior approach in the presence of neuromuscular/connective tissue disorder as possible contributing factors to the reported events. The patient impact beyond the reported acute on chronic pain, recurrent dislocations, persistent infection, and revision procedures cannot be concluded. Per documentation the patient continued to experience recurrent dislocations with suspected persistent prosthetic joint infection. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.